Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the circumstances that led to the por were that they were not programmed at the hospital. The patient stated that they had to go to their doctor¿s office where they contacted the manufacturer. The patient stated they had to do an initialization. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient turned on their programmer with the lightbulb button, pressed sync, and got the power on reset (por) message. The meaning of por was reviewed, and the patient was redirected to their healthcare provider. No patient symptoms were reported. No further complications were reported.